Event description:
3. When did it occur? On (B)(6) 2026, did the needle come off by itself during use? 4. Needle injury: none. 5. Other treatment: [yes], x-rays and ultrasound showed no needles inside the body. 6. Were the returned items used? Yes. 7. If used, was anything adhered to it? Probably not (cap is red, but this is thought to be due to the patient coloring it with a magic marker). 8. Returned quantity: 2. 9. Details of the event (timeline, history, etc.): there was an inquiry from a patient who was using the microfine 31gx5mm. After they performed injection, they felt discomfort, and pulled it out, whereupon they found that the microfine syringe had no needle¿only the fluid dripping heavily. They were concerned about the needle remaining in their body. X-rays and ultrasound were performed, but no needle was found in their body. They consulted their doctor, who suggested that the needle may have been broken from the beginning, and the patient wants to know whether the needle was ever attached in the first place. They want to confirm whether there is a way to determine if the needle was not attached from the beginning. The used rear needle is available. 1 unit is unused. Batch#: 3130652.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.